Manufacturer narrative:
Device not yet available.

Event description:
Manufacturer was reported about a patient who received carbomedics valve size 27 at the mitral position 4 to 5 years ago showed signs of poor outcome when was visited by another physician. The post operative echo was reported to be fine after the valve was implanted. It is unknown if the device was explanted. Manufacturer is trying to obtain further information. Manufacturer is reporting the case in a conservative manner.

Manufacturer narrative:
The manufacturer received confirmation that no further information is available regarding this event. As the device was not available for analysis, and the serial number of the device remains unknown, no investigation is possible at this time. The original information received indicated that the explanting physician suspected patient-prosthesis mismatch. It is therefore possible that the operational context caused or contributed to the event; however, as limited information was available, the root cause cannot be confirmed.